Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The rv lead and ra lead was explanted and replaced. The patient was in stable condition.